Event description:
It was reported that the compressor was going into standby mode intermittently. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
According to the problem description, the compressor was going intermittently into standby mode. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service.the standby valve was not returned for our investigation and the logs from connected ventilator was not received. The conclusion in this matter is that the returned standby valve was defective, but the cause of the faulty behaviour has not been determined.

Event description:
Manufacturer ref.#: (B)(4).